Event description:
On (B)(6) 2011, covidien was notified by an attorney of an alleged event involving a can-am kroger insulin syringe, in which it is reported that the needle detached from the syringe during an injection and remained lodged in the pt's arm. The complaint alleges that the pt was seen by a physician and the needle could not be removed. No further info is available at this time concerning the pt's status, concomitant medical conditions, or other details surrounding the event and medical intervention.

Manufacturer narrative:
Submit date: (B)(4) 2011. An investigation is currently underway. Upon completion, the results will be forwarded.